Event description:
A family member of a patient received a shock from the system while moving the patient from the CT scan table back to the patient stretcher. The customer reported that the family member had noticeable red swelling on her thigh but declined to undergo any medical examination or treatment. No additional clinical information, medical intervention, or confirmation of the cause of the injury was provided. The source of the shock was not determined. This issue has been determined to be a reportable event based on the available information. Philips has initiated an investigation of this incident.

Manufacturer narrative:
Note: philips has started an investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Manufacturer narrative:
Philips received a complaint regarding an incident involving the brilliance ict CT system. The report alleged that a family member of a patient experienced an electric shock while assisting in transferring the patient from the CT table to a mobile stretcher that was positioned beside the CT table. The family member exhibited red swelling on the thigh. Additional details of the injury could not be provided since the family member declined medical evaluation and treatment. The extent of injury to the family member remains unconfirmed. An on-site inspection of the CT system was performed by a philips field service engineer (fse), and damage to the table covers was identified. Replacement parts for the covers were installed, and a further investigation was performed. Further investigation was performed by philips research and development team and the fse, which found no definitive cause for the alleged shock. An independent inspection was conducted per gb 9706 standards. All electrical safety, appearance, and connectivity tests passed, with no abnormalities found. The only noted deviation was that ambient humidity was found to be below the recommended 35¿70% range, and a humidity increase was recommended. Following review of the investigation details, it was determined that the brilliance ict CT system was operating within specification. No system malfunction was identified, and there is no evidence to suggest that the device caused or contributed to the reported incident. These codes were updated based on the investigation outcome: problem code patient outcome code health impact grid evaluation results code component code conclusion code.